Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported events were lead dislodgment, high capture threshold, and lead twisted. The reported event of high capture threshold was not confirmed. The reported event of lead twisted was confirmed. A complete lead was returned in one piece. X-ray inspection of the lead found the inner coil at the connector region to be severely over-torqued with multiple broken inner coil filars. Visual analysis of lead found the lead body to be severely twisted through-out the entirety of returned lead consistent with that occurring at time of procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented, right ventricular lead dislodgement was observed. The physician attempted to reposition the lead. During the lead repositioning, high thresholds were observed. It was also noted that the lead took on a zig-zag shape. The physician completed the procedure with a new lead and there were no patient consequences.